Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. No visible blood was observed inside the balloon region. The polarx was leak tested and passed all inner and outer balloon leak tests. The polarx was then dissected to further investigate blood detect wires for symptoms that may have resulted in the blood detection error. The inner balloon blood detect wires were found to be split. This wire split could lead to the wires contacting each other which would result in a false blood detection error.

Event description:
During a percutaneous catheter myocardial cryoablation a polarxfit was selected for use. After cryo ablation inside the patient, blood detect error occurred upon positioning after cryo ablation in right superior pulmonary vein (rspv). It is unknown if blood was visible. The device was replaced. The procedure was completed without any patient complications. The device is expected to be returned for analysis.

Event description:
It was reported that during a myocardial cryoablation to treat atrial fibrillation, a polarxfit was selected for use. After ablating inside the patient, a blood detect error occurred upon positioning in right superior pulmonary vein (rspv). It is unknown if blood was visible. The device was replaced, and the procedure was completed without any patient complications. The device has been returned for analysis.